Event description:
It was reported that lead failed to capture in bipolar and unipolar configurations at high outputs, and exhibited less than 200 ohms impedance due to fracture. The patient had fallen, and landed in a way that fractured the lead. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.